Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to put a new reservoir in his pump and it was only giving him 5 units. Customer received a no delivery alarm. Customer was changing his infusion set. Customer was advised to clear the alarm. Troubleshooting was performed and the insulin exited the tubing. The pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer's blood glucose level was 111 mg/dl. Customer was advised to monitor his blood glucose level. No further assistance required.